Event description:
It was reported that the customer was hospitalized due to high blood glucose of 295mg/dl, and she was treated with an insulin drip. The customer experienced stomach pains, vomiting, thirsty and diabetes ketoacidosis. It was stated that the customer had a basketball practice and removed the insulin pump. She left in a bag and was no wearing the device for over a day. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.